Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit, that during a blood infusion, the tubing broke along the pump tubing segment. This event occurred seven years ago in the pediatric outpatient unit.